Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges seeing particles in the device. The patient alleged difficulty in breath, dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.